Manufacturer narrative:
A new sample (sample 2) was collected from the same patient on (B)(6) 2024 or (B)(6) 2024. Sample 2 was tested on (B)(6) 2024 resulting in: initial result: >5000 u/ml. Repeat result: 20000 u/ml (tested after 1:5 auto-dilution). Sample 1 and sample 2 were received for investigation on (B)(6) 2024. The repeat results from the investigation laboratory for sample 1 and sample 2 were 5794 u/ml and 5866 u/ml and they were consistent with the customer's result of 4997 u/ml. The investigation is ongoing.

Manufacturer narrative:
A general reagent issue can be excluded because the qc before the event was within range. In addition to the customer's results being confirmed by the investigation, no obvious high-dose hook effect was detected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(4). Qc was within the specified range on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with elecsys ca 125 g2 (ca 125 ii) assay on a cobas e801 analytical unit. Initial result: 4997 u/ml. 1st repeat result: 4973 u/ml. 2nd repeat result: 21024 u/ml (tested after 1:5 auto-dilution). 3rd repeat result: 31421 u/ml (tested after 1:50 auto-dilution). The original sample was retested on (B)(6) 2024: 4th repeat result: 4905 u/ml. 5th repeat result: 21217 u/ml (tested after 1:5 auto-dilution). The sample was then mixed with 25% polyethylene glycol (peg) at a 1:1 ratio and the result was 5000 u/ml (accompanied by a data flag). 6th repeat result: 13400 u/ml (tested after 1:5 auto-dilution). 7th repeat result: 15323 u/ml (tested after 1:10 auto-dilution). For the control sample, the result was 1881 u/ml and after peg treatment the result was 810 u/ml.